Manufacturer narrative:
Sample has not been received by MFR in time for this report.

Event description:
The event is reported as: complaint alleges that the catheter fell out of the pt because the balloon had burst. No reported pt injury.